Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two device. Visual inspection of the returned loading units noted that the channel connectors of one of the loading units were bent away from the inside channel wall of the loading unit. The remaining loading unit had no visual abnormalities. This loading unit came with a cartridge attached to it. Functionally, the attached cartridge was removed with ease. The first loading unit was able to communicate with the representative handle but was unable to recognize a new staple cartridge. The second loading unit was loaded with a representative cartridge and was applied to test media. All staples were placed, and test media was cleanly transected. The handle correctly displayed that the loading unit had been fired an additional time. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of bent pins that has no relationship to the reported condition. Replication of the bent channel connectors of the loading unit may be replicated during inadequate/unsuccessful loading attempts. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux en y bypass surgery, the power stapler successfully fired four cartridge reloads on the same loading unit. When the surgeon was ready to create his roux and transect the small bowel, the stapler appeared that the jaws were not fully closed but the surgeon pressed the close button to confirm. Yet, the adapter does not show it was closed and ready for firing. They had used three other loading unit as well as an adapter which had the same issues. The surgeon changed the stapler to a manual stapler, with a new loading unit and cartridge. The technician cycled the instrument successfully but when the surgeon inserted the stapler into the trocar and open it, the jaws will not open. The surgeon decided to use a competitor's powered stapler to complete the procedure. The procedure was extended for 42 minutes. There was no patient injury.